Event description:
Patient reported "no complaint against the device". Patient later reported "intracapsular rupture and cyst" diagnosed via ultrasound. Healthcare professional later confirmed "intracapsular rupture" diagnosed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.